Event description:
Additional information was received that following reprogramming; the device went into backup vvi mode (bvvi) once more. Technical support was contacted and the device was reprogrammed. The device went into bvvi a third time and the device was explanted and replaced to resolve event.

Manufacturer narrative:
The reported event of unexpected mode switch was confirmed. The device was received in backup mode with normal telemetry communication. Analysis of the device image indicated the cause of backup consistent with an anomalous integrated circuit on the hybrid, which turned the device into reset mode. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed did not identify any functional issues. Anomalous error and backup condition could not be reproduced. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the device as found to be in backup vvi mode (bvvi). Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.